Event description:
Information received a smiths medical 22-dec-2020 15:04:12 malfunctioned. Reported. During pm it was discovered the h-1200 is not heating up to 41 degrees c its staying at 21 degrees c. Customer is calling tech support in an attempt to trouble shoot the issue. No injury or intervention. The customer was able to speak with teach support and did some trouble shooting, the cause was air bubbles in the line that didn't allow the device to heat up. We figured it out and its up in running.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. The customer indicated the issue was air in the line and was resolved. This indicates the unit was functioning properly.